Event description:
According to the reporter, the patency capsule took longer than normal to dissolve out the patient's body. It passes out the patient's body between (B)(6) 2022 or (B)(6) 2022 per x-ray results. The customer stated that the patient was hospitalized on (B)(6) 2022 for abdominal pain and discharged on (B)(6) 2022. The abdominal pain resolved after the patency capsule passed out of the patient's body.